Event description:
A malfunction alarm occurred, displaying malfunction code "malf 0". There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially could not reset the pump due to a lack of a charger, but was later assisted by technical support to reset the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if any issues reoccurred.